Event description:
The patient experienced a traumatic fall that resulted in a crushed catheter. The patient experienced increased pain. The break/cut location and the detection method of the catheter problem were not specified. The catheter was explanted and replaced. The patient recovered without sequela. The pump delivered morphine sulfate 10 mg/ml and bupivacaine 20 mg/ml with an infusion dose of 1.998 mg/day.

Manufacturer narrative:
(B) (4)